Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the registered nurse deflated the bulb to withdraw the catheter, the balloon created a ridge around the tube on the distal end of the balloon. The ridge allegedly made removing the catheter very painful to the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that when the registered nurse deflated the bulb to withdraw the catheter, the balloon created a ridge around the tube on the distal end of the balloon. The ridge made removing the catheter very painful.

Manufacturer narrative:
Received 1 used silicone catheter. During the visual inspection no obvious defects were noted and no cuff roll were observed. No others defects were observed. During the functional evaluation the balloon was inflated with air and deflated and a cuff roll was not formed. Subsequently, 10cc of a mix of water and blue methylene was introduced with a syringe. The catheter was left for 3 minutes resting on a flat surface. It was allowed to deflate on it's own and a cuff roll was not formed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the registered nurse deflated the bulb to withdraw the catheter, the balloon created a ridge around the tube on the distal end of the balloon. The ridge allegedly made removing the catheter very painful to the patient.